Event description:
Customer stated that the insulin pump alarmed motor error. Customer stopped using the insulin pump and treated with manual injections. The blood glucose reading is 205 mg/dl. Customer has changed the infusion set and reservoir, the insulin pump alarmed no delivery alarm. The blood glucose reading is now 215 mg/dl. Customer stated that she had a low blood glucose event. The blood glucose reading at the time of the event was 39 mg/dl. Customer unaware of what caused the low. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Additional information has been received after the initial report was submitted. The information has been provided with this report. The insulin pump passed the delivery volume accuracy test. The motor passed motor test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.